Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: where within the gap setting scale was the orange indicator prior to firing? => the gap setting scale set 1.0mm. What confirmation was received that the device was fully fired? => no further information is available. Could you please clarify if the device staple? => no further information is available. Was the staple line complete? => no further information is available. Were there any staples missing from the staple line? => no further information is available. What was the shape of the staples (b-formation, irregular, legs straight)? => no further information is available. Were the staples deployed into the tissue? => no further information is available. Were the staples seen in the surgical field? => no further information is available. Did the device cut? =>the donuts was created properly. Was the cut line fully circumferential around the target tissue? => yes if the device fully cut, were both tissue donuts present? => yes if the device fully cut, were both donuts complete? => yes can you please clarify the statement you made regarding ""it has been 5 days since this surgery and the patient¿s condition has been stable¿? => no further information is available. Is the patient hospital stay typical for this procedure? => no further information is available. Or was the patient's hospital stay extended? => no further information is available.

Event description:
It was reported that during a laparoscopic low anterior resection, the surgeon did not feel that the washer was cut, and no breaking sound of the washer was heard on the rectum. Echelon45 was fired on the rectum twice and after, the gap setting scale was set to 1.0mm. The device was removed from the patient with no problem, and the donuts were created properly. The cut line was fully circumferential around the target tissue, and both tissue donuts were present and complete. The device was used for dst anastomosis. It has been five days since this surgery and the patient¿s condition has been stable. No additional treatment was required. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 06/12/2020. D4: batch # n5616d. Device analysis: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and the suture was not received for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. "Performed" by (B)(6).